Manufacturer narrative:
Analysis was performed by remote support engineer (rse) who confirmed that there was no sound. The rse looked up the speaker malfunction in the service guide and provided detailed troubleshooting steps from the manual to the customer. No other information was available. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was speaker malfunction. No other information was provided and we will conclude that the troubleshooting the issue was resolved. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the device was getting speaker malfunction error after replacing temp board, control block and nibp module. The device was in clinical use at time of event, no adverse event was reported.